Manufacturer narrative:
(B)(4). A review of the device history record indicates this device lot number was released meeting all release specifications at the time of manufacture. A review of complaint data reveals no trend for a device related failure for this condition.

Event description:
According to the reporter during a total extraperitoneal procedure the balloon would not inflate at all. Another device was readily available and the procedure was completed with no further complications. It was also reported that the patient did not experience and adverse event as a result of the device malfunction.

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The obturator was received. The insufflation syringe was received. The trocar balloon appeared intact. Part of the plastic housing of the reflux valve was cracked. Functionally, the trocar balloon was unable to be properly inflated due to the cracked reflux valve. Visual testing of the returned product confirmed the product did not meet quality release specifications that were tested regarding the reported condition due to the cracked reflux valve, the reported condition was confirmed. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. The file will be closed as handling rough. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. (B)(4).

Manufacturer narrative:
(B)(4)